Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were low, the control bar and needle bearing were worn, the spring seal was damaged, and the unit was out of calibration. The motor, control bar, spring seal, and various bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported the device had calibration issue; worn needle bearing need to be replaced; damaged spring seal need to be replaced; motor issue the dermatome was sent for preventative maintenance. Investigation found the motor speed was low. No adverse event was reported as a result of this malfunction.